Event description:
It was reported the device had reached recommended replacement time (rrt) so soon. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the device had reached recommended replacement time (rrt) so soon. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.9 to 2.79 volts between (B)(4) 2011 and (B)(4) 2012 which is before device rrt <= 2.62 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.